Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. Reporting institution phone: (B)(6). Reporter phone # (B)(6).

Event description:
The customer reported that the system has no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
H10/11: data correction to device identifier.